Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised after patient complaint of pain. Intra-operatively, the tibial baseplate was noted to be loose, and the femoral component broken at the component/stem interface. The baseplate, femoral component, stem, and insert were revised. There are no allegations against the liner, and the patient's patellar implant was not revised. Patient was revised to a universal baseplate, ts femoral component, 2 stems, 2 offset adapters, 8 augments, and ts insert. Rep will be providing a patient packet and reported that no further information is available.